Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple temperature alarm in the past. The customer could not recall the temperature conditions at the time of the alarm. The customer's blood glucose level was 210 (mg/dl). Reportedly, the customer cleared the alarm and resumed insulin delivery.